Event description:
It was reported that during the implant procedure, the left ventricular lead dissected the coronary sinus. The lead was not used and the patient was later implanted with a new lead. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.